Event description:
It was reported that during a laparoscopic nephrectomy procedure, the clip came out to the side, but did not form. Clips were retrieved. There was no adverse patient consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.